Manufacturer narrative:
Title: early and mid-term outcomes after transcatheter aortic valve implantation ¿ data from a single-center registry citation: advances in interventional cardiology 2016 volume 12, 2 (44): 122¿127 (doi 10.5114/aic.2016.59362) authors: maciej bagienski, pawel klecynski, arthur dziewierz, lukasz rzeszutko, danuta sorysz, jaroslaw trebacz, robert sobczynski, marek tomala, maciej stapor, andrzej gackowski, and dariusz dudek month and year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding early and mid-term clinical outcomes after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between november 2008 and august 2014. The study population included 101 patients (predominantly female; mean age 81 years), 20 of which were implanted with a medtronic transcatheter bioprosthetic aortic valve (serial numbers not provided). Among all patients, 18 deaths occurred. None of the deaths were attributed to a medtronic product. Among all patients adverse events included: 33 incidents of mild regurgitation, 5 incidents of moderate regurgitation and 1 incident of severe paravalvular leak (pvl). Other incidents included; 1 incident of valve migration, 4 incidents of cardiac tamponade, 9 incidents of permanent pacemaker implant, 3 incidents of myocardial infarction (mi), 2 incidents of cerebral vascular accident (cva), 8 access site complications and increased gradient measurements that did not require treatment. Twenty-six incidents of bleeding that required a blood transfusion were reported. However, the majority of bleeding complications were gastrointestinal and therefore most likely due to the use of anticoagulation/antiplatelet therapy. Five incidents of acute kidney failure were reported. However, more than 60% of the patients had chronic renal failure prior to the implant. Multiple manufacturers were noted in the literature. Other than the severe pvl after one implant, a direct correlation, could not be made between the observed adverse events and a medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.